Event description:
Pt has a history of a herniated lumbar disc. On the admission date pt had lower back pain radiating to lower legs. Pt was lying on a k-pad, pt stated that the k-pad burned her. Noted several reddened areas. No blister or drainage noted.